Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that the customer experienced a blood glucose level which displayed as "high"; however no specific value was provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.